Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device detected high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing. This error is self-cleared when the device detects valid face-to-face pads. The elcrode pads have been discarded and not available for evaluation. The customer was sent replacement electodes. Analysis of reports of this type has not identified an increase in trend.